Event description:
A copy of customer's medwatch report was received. Per report "IV piggyback bottle of medication with 100 ml hung as a piggyback to the maintenance IV. The rate was set at 300 ml/hour. Within 2 minutes the medication bottle was empty and the IV pump (carefusion alaris) displayed that 50 ml had infused into the patient. So, the infusion went too fast and apparently some of it backed up into the maintenance IV." There was no report of patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.